Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n302933013 serial# implanted: (B)(6) 2012; explanted: (B)(6) 2024; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 2000mcg/ml at a dose of "470mcg/ml". It was reported that a failed catheter occurred. The patient had a pump replacement on (B)(6) 2024. Per the patient, their therapy was normal and they did not present with any symptoms of medication withdrawal. During surgery, the catheter was not touched and a back table prime was performed. The patient was seen for their first refill post-operatively and the expected residual volume was 4.7ml, however, when the pump was aspirated, there was still 20ml in the pump. No troubleshooting was performed. The physician was notified and placed on the schedule for a catheter revision. In regards to interventions or actions taken, it was noted that the patient was on 20mcg oral baclofen twice a day and never presented with any withdrawal symptoms. The pump and catheter were replaced on (B)(6) 2024. The physician opted to replace the pump and have it reviewed as a precautionary measure "just in case it was a contributing factor". With placement of a new catheter and new pump, the "pmr" physician decided to start the patient back at "100mcg/ml daily" and monitor. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.